Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned for additional evaluation and investigation. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Agent reported that a patient's catheter was explanted and replaced due to underinfusion volume discrepancies. Initially, an underinfusion volume discrepancy was observed with the expected volume being 5.6ml and the actual aspirated volume was 19ml. A cap study was later performed, and the cap was able to be aspirated. Another underinfusion volume discrepancy was observed at a later date in which the discrepancy was 15ml. Days later, the patient's pump and catheter were explanted and replaced. The catheter was discarded. This MFR will address the catheter, while MFR 3010079947-2021-00168 will address the pump.